Event description:
Hold for em customer complaint - limited data the customer complained that the device burned their leg.

Event description:
Customer complaint - limited data available stated device burnt left leg.